Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open red (can h) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
During evaluation of a patient's equipment for patient admitted water damage, a review of the patient's flags revealed multiple can comm timeout flags prior to the reported incident and the electrode belt failed incoming functionality testing.